Event description:
The complaint states that missed alerts against the receiver was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that missed alerts against the receiver was reported. Product was provided for investigation. Problem could not be confirmed and probable cause cannot be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).